Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was received into ICU from the or with anesthesia at the bedside. The pumps malfunctioned with an unspecified communication issue en route to the ICU, and then again upon arrival to the ICU. The blood pressure was as high as 180s and the nurse felt the patient was in danger of aortic rupture. Vasodilators were administered; the blood pressure dropped to sbp in the 60s requiring fluid resuscitation for hemodynamic instability. The hospital has multiple devices with white film and corrosion on the iuis.